Event description:
The pt recognized, after moving with the their foot an approximately 5 kg weight, a crack in the pt's hip. At that point, the pt did not have pain, but a very unstable feeling in the pt's hip joint. The femoral stem taper fractured at the junction of the body and the stem. The devices were explanted in 2001.